Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was not switching on. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found host pc was not booting up. To resolve the issue, the fse reseated the connections of host pc. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.